Event description:
It was reported, the xenon light source plug, where they put the adapter they use for the 180 scope, did not work. The issue occurred before an unspecified therapeutic procedure. There were no reports of patient harm. The procedure was completed with a 190 scope instead.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the device was not returned to olympus for evaluation and a definitive root cause for the reported malfunction could not be established olympus will continue to monitor field performance for this device.